Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report multiple no delivery alarms. The customer's blood glucose reading was 429 mg/dl. The customer was unable to troubleshoot because she was at work. The customer stated that she would call back. The insulin pump was not replaced or returned for analysis.